Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During device preparation for the af procedure, it was noted that there was a defect on the end of the cable of the catheter when opening the packaging. Connecting the catheter to the tactisys resulted in the catheter not being recognized, rebooting the tactisys did not resolve the issue. The catheter was exchanged and the issue was resolved.